Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion with sepsis. Reportedly, the device was eroding through the skin. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was abandoned surgically.